Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8fr angio-seal device was returned for product evaluation. The returned device included the header bag, hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was visible within the distal tip. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy from the device successfully. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A3b: gender: n/a. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the common femoral artery (cfa) access was achieved using a 7f 45 cm destination sheath. During the placement of the involved angio-seal, the foot plate (anchor) did not deploy. The patient left the room in stable condition. Prior to the angio-seal placement, a left lower extremity angiogram was performed. There was no blood loss, no patient injury, and no need for medical or surgical intervention. There is no direct allegation that the reported device caused or contributed to patient injury or the need for medical intervention. Additional information was received on 16 oct 2024: hemostasis was achieved through manual pressure. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. No issues were encountered with the insertion, deployment, or withdrawal of the device. The entire device was pulled out of the patient when the anchor did not deploy during pullback. No concomitant medical products were used with the angio-seal.